Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status but was unable to be obtained. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the balloon was broken. A 3.0 mm x 40 mm x 90 cm sterling was selected for use. During unpacking, the balloon was broken. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable.